Event description:
It was reported that the external pulse generator (epg) displayed an error message. Technical support (ts) noted that it could be due to a depressed key or pressing the pause key during the self-test. Ts recommended that the caller remove the battery to reset the epg and to turn it on again. Ts explained that the epg self-test must have been disrupted upon start up, when the error initially presented itself. The error message could not be duplicated. The epg was restored to service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).